Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead had fallen, then rv impedance measurements of greater than 2000 ohms and increased rv threshold measurements were observed. Pocket manipulation and isometrics were performed which did not produce any noise. The device had been reprogrammed and the patient would continue to be monitored. No adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
Boston scientific received information that the patient with this implantable pacemaker had fallen, then right ventricular (rv) impedance measurements of greater than 2000 ohms and increased rv threshold measurements were observed. Pocket manipulation and isometrics were performed which did not produce any noise. The device had been reprogrammed and the patient would continue to be monitored. No adverse patient effects were reported. The device remains in service. Additional information received reported that this pacemaker and right ventricular (rv) lead were surgically revised due to impedance concerns. The pacemaker was explanted and replaced, and the rv was surgically abandoned and replaced. No additional adverse patient effects were reported.